Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. No strong pressure was applied to the device during the case. After a number of intravascular ultrasound (ivus) runs, it was noted that the non uniform rotation distortion (nurd) suddenly became severe. When they recovered the device, the transparent and blue connection part was easily separated. The procedure was completed with another opticross hd. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed that the sheath was kinked, the imaging core was wound up, and the imaging window was detached.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. No strong pressure was applied to the device during the case. After a number of intravascular ultrasound (ivus) runs, it was noted that the non uniform rotation distortion (nurd) suddenly became severe. When they recovered the device, the transparent and blue connection part was easily separated. The procedure was completed with another opticross hd. There were no patient complications reported.